Manufacturer narrative:
The device was returned to zoll medical (B)(4); the reported malfunctions were observed during testing. However, the reported problems could not be duplicated after disassembly of the device during trouble-shooting. The device was put through extensive testing without duplicating the reported malfunctions. The device was recertified and returned to the customer. The system to battery interconnect cable and a system interconnect flex cable were replaced as a precaution. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age and gender unknown), the device's display blanked out and in another incident it would not power up. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.